Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The rate seen (89 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an abscess on right axilla ~3 months post miradry treatment. Initially, the clinic suspected the patient had a furuncle (boil). Subsequently, it was officially diagnosed as an abscess. The affected area was drained and irrigated. Antibiotics (levofloxacin and ceftriaxone) and wound care were prescribed. By 2.4 months post-treatment, the clinic confirmed the symptoms were resolving.